Event description:
The ge oec 9600 fluoroscopy system had a possible regulatory non-compliance for exceeding the 10r/min limit. Physicist report of system exceeding maximum output for dose.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system was actually within the regulatory limit. System output was 8.97r/min. Physicist measurement error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.